Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating the event occurred in the left eye.

Manufacturer narrative:
A company clinical analyst reviewed this case and the returned questionnaire and stated the following: ¿the customer reported that the surgical steps are changing by itself (switching from I/a to phaco). The capsule was reported to have been torn. No vitrectomy was required. This was an (B)(6) year old make without previous ocular history. Medical history is unknown. Additional information was requested but was not obtained. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. In a prospective study that compared the two types of machines for phacoemulsification units there was no difference in the incidence of pc tear was noted. The type of machine used for phacoemulsification had no correlation with the incidence of posterior capsule tear. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The incidence of pc tears during phacoemulsification ranges from (B)(4). Pc tears have been correlated with the learning curve, surgeon experience, individual surgical skill, and appropriate fluidics settings.¿ the company representative visited the facility, and then the service call was canceled by the customer, as the unit was functioning as intended. The system was manufactured on november 12, 2009. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The customer confirmed that the system functioned as intended. Therefore, it is not suspected to have contributed to the reported events. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the surgical steps on the system were changing on their own. A patient experienced a posterior capsule tear. Additional information has been requested.